Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter was unable to connect to the tubing due to defective screw threads. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from french to english: "summary of circumstances: placement of a peripheral venous catheter mentioned above when connecting it to the tubing : impossible (problem identified at the level of the screw thread identified on the catheter and not on the tubing), obligation to remove the material to put another one on (event#1), clinical consequences: none, but sterility not assured (?), patient difficult to prick. She refuses the installation of a new device. Discharge of the patient without IV analgesic treatment : non optimal management."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter was unable to connect to the tubing due to defective screw threads. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from french to english: "summary of circumstances: - placement of a peripheral venous catheter mentioned above. - when connecting it to the tubing => impossible (problem identified at the level of the screw thread identified on the catheter and not on the tubing). - obligation to remove the material to put another one on (event#1) clinical consequences: none, but sterility not assured (?). - patient difficult to prick. - she refuses the installation of a new device. - discharge of the patient without IV analgesic treatment => non optimal management".